Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8578 lot# serial# (B)(4) product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 2000mcg gablofen at 100mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient started to have withdrawal symptoms so they tried access the catheter access port but were not able to aspirate any fluid. The catheter was revised on (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
The other relevant components include: product ID: 8578, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Additional information received from healthcare professional (hcp) on 2017-jun-06 reported the cause of the inability to aspirate was due to the catheter being occluded with serous fluid. It was noted that the catheter was cleaned out and the pocket was cleaned. The patient's weight at time of event was (B)(6). The current status of the catheter was noted to be intact and in the patient. It was noted that the fibrinous material was cleaned out. No further complications were reported/anticipated.